Event description:
An aneurx stent graft system was implanted in a patient for the emergent endovascular treatment of a ruptured abdominal aortic aneurysm. Aneurysm size and vessel morphology at the time of implant were not reported. The stent grafts successfully sealed the aneurysm; however, the patient expired. As per the physician, the aneurysm was excluded but the patient expired from excessive blood loss and cardiac issues.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (death, ruptured aneurysm); patient's condition affected effectiveness of device (pre-op rupture); unapproved use of device (pre-op rupture). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (pre-op rupture). User error contributed to event (pre-op rupture).